Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated at/af detection with rapid ventricular response. Identified episodes that are atrial fibrillation (af) with rapid ventricular rate (rvr) but classified as ventricular tachycardia (vt) due to av disassociation.

Event description:
It was reported that the patient received inappropriate therapy due to inappropriate ventricular tachycardia (vt) detection on their implantable cardioverter defibrillator (ICD). The ICD was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.